Event description:
It was reported that the patient presented in clinic for generator changeout procedure on (B)(6) 2026. During procedure, the right ventricular (rv) lead exhibited high pacing impedance and varying capture threshold due to spontaneous dislodgement. The rv lead helix did not fully deploy, and lead damage was suspected; however, the rv lead was repositioned temporarily in the same procedure and later explanted and replaced on (B)(6) 2026. The patient¿s status remained stable.